Event description:
It was reported that the pump was removed due to infection. The device had been replaced on (B)(6) 2010, due to battery depletion of the previous pump. Per this reporter, the catheter was not removed. The reporter was uncertain of the cause or type of infection. The pump contained lioresal 2000 mcg/ml at a dose of 40 mcg/day. A new pump was subsequently implanted. The pt was reported to be currently "doing fine."

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed no anomalies found; normal device function. A 54 cm section of the proximal catheter and sc assembly were also returned. The catheter segment passed pressure and patency testing. No significant anomalies noted.